Manufacturer narrative:
It was reported that the event occurred on an unknown day in january of 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small volume folfusors leaked from unknown locations. The devices were filled with fluorouracil (5-fu). This occurred prior to patient use. There was no patient involvement. No additional information is available.